Event description:
I am a patient who is affected by the philips CPAP recall effort. I have found that philips has been very slow to resolve this issue, has hired a non-responsive customer care team and is not preserving my medical records that I have submitted to support the replacement of the machine. The reference number for the philips claim is (B)(4). The process has taken several years and I still do not have a replacement machine. I have submitted my prescription from (B)(6) to philips three times since (B)(6) 2022 and although I have proof that the fax was received, I have not had an adequate response from philips. I am asking the FDA to investigate how philips has responded to end user consumers. I am also a recent cancer survivor and need assistance is resolving this issue to ensure that I am getting continuity in care.